Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An exterior visual inspection was performed and passed. Charge and boot were performed and passed. Receiver functional testing was performed and passed all relevant tests. G5 global communication tool tone at medium testing was performed and passed. Manual functional tests "try it" was performed and passed. Open receiver case for internal visual inspection was performed and passed. Speaker audio wiggle testing was performed and passed. Speaker resistance was measured and passed. The receiver log was downloaded and reviewed finding no errors related to the complaint. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver had no audio output. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.